Event description:
It was reported that during an open colectomy procedure, the harmonic successfully passed the pre-test with generator but when the surgeon closed the jaws of the instrument in order to activate it for first time. The distal tip of the blade was broken off. The discarded part was removed with safely from the patient. The procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation code 81 - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.